Event description:
Customer ((B) (6) medical center) complained that power cord plug-in on unit, pulled out of unit and caught on fire. The unit was not in use at the time of discovery. No injury occurred and no patient was involved. The person who pulled out the cord was also not harmed. Device has malfunctioned and the device or a similar device marketed by the manufacturer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Unit failed initial electrical safety testing. The iec connector was pulled out of its receptacle with burn marks on it. One pin was melted off making the connector unusable. A loose connection was found that could have been a contributing factor. The units grounding tested good with only .5 ohms from frame to pin and .8 ohms resistance to the end of the plug. Replaced the iec connector before continuing to test the unit and the unit passed wonderfully. Conclusion: the unit's iec connector failed to remain intact, and a connection was loose which is the cause of the fire. I believe the connection pulled loose and made direct contact with the frame of the unit.